Event description:
Related to MFR # 2183959-2015-00511.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced continuous incontinence and complete loss of bladder control. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to pr# (B)(4).